Manufacturer narrative:
Initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the light blue main body of a minicap extended life pd transfer set. This issue occurred when disconnecting from peritoneal dialysis therapy. No solvents had been used on the transfer set. The patient went to the hospital for a transfer set change. The staff was unable to twist off the transfer set; the transfer set was tightly connected to the titanium adapter. The transfer set then disconnected from the titanium adapter; further described as "inadvertently". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported separation was verified. The cause of the separation is related to inadequate solvent application to the set during manufacturing. An integrity test was performed between the retuned titanium adapter and the patient adapter and no issues or leaks were observed, therefore the reported connection issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.